Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a loss of connection. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.